Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging internal wires. The cause of the gong alarms is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.